Event description:
The customer reported that the c-arm c-rotation brake is not holding. The fluoro tone alert was not sounding along with the yellow x-ray on the light indicator. The tone works correctly on hlf.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.